Event description:
While interacting with a customer, it was determined that a user induced slide tracking error occurred with the customer¿s vitros dt60 ii chemistry analyzer on (B)(6) 2013. A user induced slide tracking error could cause higher or lower than expected patient sample results, and the magnitude of bias could lead to inappropriate physician action. There was no objective evidence that any patient sample results were affected, and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a user induced slide tracking error, which is a reportable malfunction for the vitros dt60 ii chemistry system, occurred on (B)(6) 2013. There was no objective evidence that the slide tracking error directly affected any patient or quality control sample results. Information from section 8.3 of the vitros dt60 ii operator¿s manual (31 july 2010 revision) describing the potential causes of a slide tracking error was reviewed with the customer. Following actions to resolve a slide tracking error, acceptable quality control results were obtained. The root cause of this event is user error.